Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper abdomen with an unspecified 6.3 applicator and right upper back with an unspecified 6.2 applicator on (B)(6) 2011. The patient was also treated in an unknown area with an unspecified applicator on (B)(6) 2012, midback and low bilateral back using a coolcore applicator ((B)(6) 2012, (B)(6) 2012, (B)(6) 2013) and retreated on (B)(6) 2015 to the back area. The patient developed paradoxical hyperplasia (pah/ph) after treatment. Ph was described as excessive tissue growth, area larger and could defined mass could be seen under the skin.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper abdomen with an unspecified 6.3 applicator and right upper back with an unspecified 6.2 applicator on (B)(6) 2011. The patient was also treated in an unknown area with an unspecified applicator on (B)(6) 2012, midback and low bilateral back using a coolcore applicator ((B)(6) 2012, (B)(6) 2013) and retreated on (B)(6) 2015 to the back area. The patient developed paradoxical hyperplasia (pah/ph) after treatment. Ph was described as excessive tissue growth, area larger and could defined mass could be seen under the skin.